Manufacturer narrative:
Continuation of d10: product ID 6944-65 lead implanted: (B)(6) 2012; 457445 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead thresholds had progressively risen to high levels. Reprogramming was performed and the lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event. It was further reported the right ventricular (rv) lead continues to exhibit chronically high thresholds. It was further reported that an alert triggered due to high rv thresholds. In addition, the current electrograms showed possible int ermittent capture on the left ventricular (lv) lead.